Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 263, 91, 105 and 95 mg/dl. Tests were done 10 minutes apart. Patient was using expired control solution. No further information has been reported.